Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the sakura durastar 4.0 x 10 mm balloon catheter did not deflate properly. There was no reported pt injury. Additional info has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the sakura durastar 4.0 x 10 mm balloon catheter "did not deflate properly." There was no reported patient injury. Information regarding the patient or the target lesion was not available. Procedural details were not available. There was no difficulty reported removing the product from the hoop and no difficulty removing the protective balloon cover or removing the stylet. The product was successfully removed intact from the patient. The reporter noted that the tip was damaged prior to inserting the product into the patient. Additional information was requested to clarify the damaged tip reported without success. The product was returned for evaluation. One non-sterile 4.00x10 dura star ptca balloon catheter was received coiled inside a plastic bag. The shaft was wavy and kinked at 15.7cm from distal end. This condition on the shaft could be related to the way the unit was shipped for analysis. Blood residues were observed inside the guidewire lumen. The balloon was received already inflated. During microscopic analysis the distal tip did not present any damage. Pressurized water was applied and no leak was observed. The balloon could be inflated and deflated within specification time. However, after inflation/deflation test the balloon was cleaned and a leak was observed at the proximal area. It appears that residues inside the balloon were blocking the leak site. The sem analysis results showed that the balloon external surface exhibited evidence of abrasions near the leak-hole. The balloon internal surface exhibited no evidence of damage. The marker band exhibited no anomalies. The transition seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. This shaft burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty failure was not confirmed, however, a balloon leak was found. The exact cause of the failure and leak found could not be determined. The reported damage in the distal tip was not confirmed as no damage was observed during microscopic analysis. Neither the DHR review nor the product analysis suggest that neither the reported issues nor the balloon leak found are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the events.